Event description:
The technician alleged the bed exit alarm is too low in volume even when adjusted all the way up. No pt impact.

Manufacturer narrative:
The technician replaced the scale power control board and the external alarm to resolve the issue.